Event description:
It was reported that the infection was treated with antibiotics after the system was explanted.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. The patient¿s ipg was explanted. The explant date was not made known to the manufacturer. The infection has since resolved.